Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged intra-operative complication experienced by the patient. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: at the conclusion of a da vinci-assisted nephrectomy procedure, the patient experienced bleeding along a staple line. In order to repair the staple line, the surgeon applied sutures. However, at this time, the root cause of the intra-operative complication is unknown.

Event description:
It was initially reported that at the conclusion of a da vinci-assisted nephrectomy procedure, a staple line began to bleed after the surgeon dabbed the staple line with gauze. As a result of the bleeding, the surgeon applied sutures to the staple line. According to the initial reporter, the stapler 45 instrument had fired smoothly during the surgical procedure. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information regarding the reported event: towards the end of the surgical procedure, the surgeon inspected the staple line. After sweeping the staple line, bleeding was observed on the staple line. The surgeon repaired the staple line by applying sutures and the surgical procedure was completed. No post-operative complications were reported. To the initial reporter's knowledge, the surgeon used a white stapler 45 reload during the surgical procedure. The initial reporter stated that the white stapler 45 reload is not available for return to isi for evaluation. The date that the da vinci-assisted surgical procedure was performed is unknown.